Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. During the procedure of coronary artery stent implantation; it was found that the catheter could not be flushed and contained bubbles. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence of the reported issue.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. During the procedure of coronary artery stent implantation; it was found that the catheter could not be flushed and contained bubbles. The procedure was completed with another of the same device. The patient condition following procedure was stable.